Manufacturer narrative:
The customer¿s report of a balloon in the pumping segment was not confirmed. Visual inspection found no instances of ballooning and functional testing did not replicate any pump alarms or balloon segments. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that the IV tubing set developed a balloon in the pumping segment while inserted in the pump module and infusing IV fluids which caused the pump to alarm that there was an error. There was no IV push performed prior to the event of the balloon occurring in the silicone pumping segment. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, ndc (B)(4), lot number y274399, exp (B)(6), potassium chloride and 10ml bd syringe, ref (B)(4), lot number 8141801, exp (B)(6) 2021, 0.9% sodium chloride. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV tubing set developed a balloon in the pumping segment while inserted in the pump module and infusing IV fluids which caused the pump to alarm that there was an error. There was no IV push performed prior to the event of the balloon occurring in the silicone pumping segment. There was no patient harm.